Manufacturer narrative:
(B)(4). Date sent: 4/11/2023. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Report submitted in error.

Manufacturer narrative:
(B)(4). Date sent: (B)(6)2023. Batch # unk. Additional information was requested, and the following was obtained: how was the product purchased? - the products were purchased by (B)(6) clinic through a subcontractor llc renaissance-med. Is there an indication of how the product was distributed? - through the (B)(6). Is there any indication of the source? - (B)(6). Based on the packaging, is there any indication of which market the original genuine product may have come from? - no information. Was the device used on a patient? If so, was there any patient consequence? - the products were accepted by the clinic. The product has already been used. There were no problems. Is a photo available of the product? - all photos were presented earlier in the attachment. Is the device available to be returned for evaluation? If so, please provide the status of the return sample and any available tracking information. - no. How many devices are suspected to be counterfeit? - all information is registered in section impacted products a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the product was suspected counterfeit. Further investigation will be initiated.